Event description:
During an esophagogastrectomy, the surgeon attempted to fire the cdh33 stapler and could not compress the handle completely. A second device was opened and the surgeon attempted to frie the device and could not compress the handle completely. The device was removed and the anastomosis was completed by hand. After the procedure, both surgeons attempted to compress the handle and they were able to dry fire it with difficulty. There was no consequence to the pt.